Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a recurring button error on her insulin pump. Her blood glucose was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
No button error alarm noted. Insulin pump down arrow button did not respond due to moisture damage on keypad trace. No audio beep anomaly or frozen screen during testing noted. No moisture damage on electronics noted. Insulin pump had minor scratches on display window.